Event description:
Customer reported unexpected negative reactions on the echo for antibody screen with capture-r ready-screen 3 (crrs 3). Customer stated that the patient sample had an anti-fya. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
Review of instrument images for testing with crrs 3 shows: equivocal reaction with cell I (homozygous for fya), negative reaction with cell ii (homozygous for fya), and negative reaction with cell iii (negative for fya). A service call was made and the camera reader was replaced. The patient sample was retested and continued to show negative results. The reactivity of the fya antigen was confirmed on retention crrs(3) lot r 054 and crrid extend lot dp 036. These lots were used by the customer at the time of the event. The returned patient sample was tested with retention crrs(3) on an in-house echo. The echo resulted in a positive antibody screen interpretation. The sample, reported to have anti-fya, reacted 3+ with cell 1, fy(a+b-) and negative with cell ii, fy(a+b-). The sample was tested with retention crrid on an in-house echo. The sample reacted equivocal, with 7 of 9 fy(a+) red cells and was nonreactive with 2 of 9 fy(a+) red cells. The sample was tested by tube hemagglutination tests with selected fy(a+b+), fy(a+b-) and fy(a-b+) reagent from retention panocell-10. A room temperature incubation was included. The sample exhibited weak reactivity at the indirect antiglobulin test with the fy(a+) reagent red cells. The event appears to be related to the nature of the sample.